Event description:
The customer called to report a high blood glucose reading of 600 mg/dl. The customer also experienced vomiting and a headache. The customer was not feeling well, and was not able to concentrate. The customer stated that her friend was going to take her to the emergency room. The customer stated that she would be calling back to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this tie. We, therefore, consider this report complete to the best of our knowledge.